Event description:
I have the essure product. I had a CT scan showing they are not placed properly in the tubes which is causing my pain. I have to follow up with my gynecologist. I have constant back pain, cramps, heavy periods, burning on my left side, pressure when I sit down which never goes away.